Manufacturer narrative:
Product event summary: clinical data files were received and reviewed and did not show system notices or issues with ten injections. The sheath was returned and analyzed. Visual inspection of the sheath showed the shaft was intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; the valve was torn. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryo ablation procedure, heparinized saline had leaked from the handle and connecting hose of the sheath. The sheath was continued to be used and the procedure was completed with cryo. No patient complications have been reported as a result of this event. The device was subsequently returned to the manufacturer, analyzed, and tested out of specification for a leaking hemostatic valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.